Manufacturer narrative:
No logs were provided by the customer. Most likely, the user interface software terminated. The user performed a hard reset and after the restart the unit worked normally. The issue was with the photonic sensor and a software update to v6.0.1700.0 resolved the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us having interface error. Customer confirmed that the patient was transferred to other device but no harm was reported.